Event description:
It was reported that pump displayed a cartridge change error and customer was unable to successfully load new cartridge despite following on-screen steps with support. There was no adverse impact to the customer's blood glucose level. Customer inspected cartridge and pump, cleaned pump connection area, and completed new cartridge fill but loading still failed, so technical support arranged replacement pump, and instructed customer to use multiple daily injections as backup insulin therapy.